Event description:
It was reported the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported that the patient underwent an unrelated surgical procedure. The patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external devices. Recovery efforts were unsuccessful and the ipg was deemed inoperable. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.